Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. Manufacturing location: monument. Manufacturing date: 09-sep-2022. Expiration date: 01-sep-2032. Part number: 04.037.215s, 12mm/125 deg ti cann tfna 235mm - sterile. Lot number: 1815p03 (sterile). One piece was scrapped in cell at op #110, laser etch, for laser etch-position. Production order traveler met all inspection acceptance criteria. Inspection sheet in-process / inspect dimensional / final rev c met all inspection acceptance criteria with exception of the one scrapped piece for laser etch-position. Inspection sheet, tfna assembly inspection rev c met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 1714p46. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet rev a met all inspection acceptance criteria. Part number: 04.037.912.2, lock prong, 130 degree, tfna static locking prong. Lot number: 2003p74. Production order traveler met all inspection acceptance criteria. Review of the raw materials would not be pertinent, as the reported complaint condition ¿the locking mechanism did not work, and the flexible driver did not go down to the specified position¿ does not indicate breakage of the nail or any of its components. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that there was a nail and screw construct implanted in the left femur. No significant product problem was observed on the surface of the device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for tfna fem nail ø12 le 125° l235 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on(B)(6) 2023, the patient underwent orif surgery for femoral trochanteric fracture with tfna nail and end cap. On CT measurement, it was determined that there was no problem with insertion, and the nail was inserted. However, because of the difficulty of insertion, medullary cavity reaming was performed, and the nail was inserted without any problem. The lag screw was then inserted, but the locking mechanism did not work, and the flexible driver did not go down to the specified position. The surgeon then tightened it with a torque screwdriver, but it was torqued with no progress. He proceeded with the procedure and attempted to insert the end cap, but it did not go down to the specified position because the locking mechanism was not working. The surgeon commented as follows. The locking mechanism did not work and the end cap could not be inserted in the default position due to bone fragments entering the nail during nail insertion. The surgery was completed as it was recognized that there was no problem with fixation. The surgery was completed successfully within 30 minutes delay. Patient status or outcome is stable. No further information is available. This report is for one (1) tfna fem nail ø12 le 125° l235 timo15. This is report 1 of 2 for complaint (B)(4).